Event description:
It was reported that the ilet bionic pancreas did not receive dexcom g7 continuous glucose monitor (cgm) glucose readings while the dexcom app did, resulting in repeated pairing failures and dosing stopped alerts on the ilet, consistent with an intermittent communication failure associated with the device¿s electrical and magnetic components, including the antenna; after troubleshooting attempts the user ultimately replaced the g7 sensor, after which the ilet entered warmup. The user experienced a blood glucose peak of 401 mg/dl with no associated clinical symptoms. Outcomes included missed insulin dosing and a delay to therapy with no long-term health impact. User support included communication and analysis of information provided by the user and partner. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 consistent with intermittent communication failure and involvement of the antenna and related electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.